Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump. It was reported that starting before thanksgiving the patient started noticing the critical and non critical alarm. The pump was telling them that it had a low reservoir but when they had their refill they were able to identify that the pump still had enough medication. After the pump was reset with the drug and dose information it worked fine. The caller mentioned that the patient had been to several doctors and facilities (emergency room visits) for baclofen withdrawal over a 2 month period. A dye study was performed and the catheter was found to be worn. The system was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter pro duct ID a810 lot# product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.